Event description:
First set of silicone implants ruptured. Have never heard of settlement yet, the one implant was totally empty. Also had the saline then and they ruptured 3 times so rptr said "that's it I want them out". Rptr has had a lot of problems with health since taken out.